Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements beginning at the one-month device check. The patient did not require pacing, so the lead was left in service and was monitored. The threshold measurements continued to increase, and once the value reached 6.0v the physician elected to revise the lead. It appeared via x-ray that the helix was only partially in the pericardium. During the procedure the physician also discovered that the lead was wrapped, similar to a twiddlers syndrome. Lead dislodgement was suspected. At nineteen months post-implant, a laser lead extraction was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. The extracted lead was destroyed and was not able to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.